Manufacturer narrative:
(B) (4). The ge service rep was unable to reproduce this error and the system appears to be functioning normally.

Event description:
The customer reported that the system displayed a generator error message. A reboot cleared the error. No pt injury was reported.